Event description:
It was reported that prior to starting a da vinci surgical procedure, the customer noted that the maryland dissector instrument's gray cover around the tip was cracked. There was no report of fragments falling into a patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the instrument was noted to be broken at the distal clevis. The broken pieces were not detached from the instrument and the broken pieces were aligned. Evidence not conclusive, but broken damage may be due to likely mishandling/misuse. No other damage was found.